Event description:
Per the health care professional, the electrode array of the implant inadvertently was placed outside of the cochlear. Explantation/reimplantation surgery was scheduled for 04/05/1999.